Event description:
Information was received indicating that a smiths medical pump alarms every time the latch is closed "dso@2500mv". There was no patient present at the time of the event. There were no reported adverse events.

Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was unable to be replicated during testing. The downstream occlusion sensor was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.